Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag stopped allowing urine to flow into the drain bag . Subsequently, urine began to back up into the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag stopped allowing urine to flow into the drain bag . Subsequently, urine began to back up into the bladder.

Manufacturer narrative:
The reported issue (it was reported that the drain bag stopped allowing urine to flow into the drain bag, which caused urine to back up in bladder. As a result the urine leaked around stem of the suprapubic catheter.) Was unconfirmed. The received sample was functionally tested under tm50030 (drainage test for customer complaint-catheters/drainage bags) by passing water through an in house 16fr. Catheter (not part of the samples received). There were no observed drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicated that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 49 sec. The sample received reached the intended drainage indicated in tm50030 in less than 64 seconds. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿ important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the drain bag stopped allowing urine to flow into the drain bag . Subsequently, urine began to back up into the bladder.